Manufacturer narrative:
Correction information was provided in h.8 and additional information was provided in d.9., h.3., h.6., and h.11. One opened company specific handpiece in a box was received for the report that the threads were too tight and hard to use. A visual inspection of the iol (intraocular lens) handpiece injector was performed and was found to be conforming. A dimensional inspection for plunger position height was performed and was found conforming. A functional thread to barrel engagement check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for all visual, dimensional and functional testing. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon noticed the threads were too tight and hard to use. Additional information was requested and received stating that the procedure was completed on same day and there was no patient contact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).